Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that they received an occlusion alarm during bolus delivery. Customers blood glucose levels were not impacted. Customer declined trouble shooting. Tandem technical support assisted customer with manually entering a bolus amount.